Event description:
Pt had laser angioplasty. Laser was checked and repaired prior to procedure. Co repair made all tech adjustments during procedure. Pt developed poss. Perforational/coronary artery dissection. Transferred to o.r. During post procedure energy checks a malfunction was noted by the co rep. Co called again to make repairs.